Event description:
As light handle cover was being pushed into place it split, exposing the unsterile surface below it and contaminating the surgeon's hand (glove). This has happened before. Called deroyal. Spoke with rep and found that deroyal has been having a problem with this. Facility has not been notified previous to these incidents. Others that may well be affected may be here.